Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey, USA has been used as a default. The initial reporter also notified the FDA. Medwatch report #mw5146856 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 320 mg/dl at the time of the event. The customer had pump error 53 (software error detected) twice and then it showed that the reservoir was empty. The hyperglycemia was treated with the insulin pump. Troubleshooting was performed for pump error 53 and declined for the high blood glucose. It was found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. The error table indicates that the pump should be replaced. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thus. Pump error 53 alarm was recorded and found in the formatted history file on 10/25/2023 11:55:50.000 to 10/25/2023 15:25:00.000 software error (53). Linenumber 472, filenumber 171. Unit function properly no low reservoir anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Per mark freger: the gl due to other tasks higher priority did not provide the detailed root cause analysis ¿ but most likely this was the sw issue described in the esf (B)(4). Low reservoir anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.